Event description:
Caller reported a continuous glucose monitor (cgm) error with code 42. There was no adverse impact to the customer¿s blood glucose level. The customer completed a pump reset prior to contacting technical support, which resolved the issue.